Event description:
Additional information note that a duplicate report was submitted, please refer to report number 2124215-2018-11829 for any additional information regarding this case. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device battery was depleting prematurely. No adverse patient effects were reported. Boston scientific technical services (ts) noted that the battery was depleting abnormally and the device should be replaced and returned. The root cause was unknown, but the depletion appears consistent with degradation of an internal hardware component.

Event description:
This case is a duplicate, refer to report 2124215-2018-11829 for any additional information regarding this case.